Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported upon removal of a tampon a piece of clear cellophane type plastic came out with the pledget and fell to the floor. She confirmed nothing else remained in her vaginal cavity. She did not seek medical attention and did not experience any adverse health effects.

Manufacturer narrative:
Foreign material from consumer's sample photo was identified as a piece of cellophane used to protect the tampon upon assembly. The consumer's reported event was due to manufacturing. The cause of the cellophane material left on the tampon was inadequate process controls at the pledget loading station. Improved process controls at the pledget loading station have been implemented.